Event description:
Customer reported the system failed to display images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and high voltage cables. System operates as intended.